Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill multiple cartridges with insulin. The customer's blood glucose level was 216 mg/dl. Reportedly, the customer continued using the cartridge for insulin therapy.